Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. Therefore, there are no products expected to return to isi for failure analysis evaluation. System logs were not available for review.

Event description:
A patient in a study (ion registry) underwent an ion lung biopsy. The next day, the patient was found to have a post-operative pneumothorax on a chest x-ray examination. Chest tube placement was required. The biopsied lesion was on the left lower lobe, measuring 17.3 x 15.5 x 16.0 (mm), and the distance of the lesion to the pleura was 1.8mm. The tools used were forceps and brush. Biopsy results were malignant, suspect cancer. The patient did not experience any symptoms related to the pneumothorax and an increased length of stay was not required. The health history and comorbidities for the patient cannot be provided. The patient was discharged on post-operative day four. The study investigator determined this event was unlikely related to the ion system and I&a. It was not ion related. There were no reports of an ion device malfunction during the procedure.